Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient hip revised for dislocation. Went from 36mm 0° liner and 36mm biolox head to mdm. Revision was a success.